Event description:
It was reported that the pt had a micl 12.6 implantable collamer lens implanted in the left eye in 2008. As part of the postmarket study, the pt reported that he was experiencing halos at night 12 months post-operative. The surgeon was contacted and stated "the post operative refractive for the os was -12.75+4 86". The surgeon stated the pt had laser surgery in 2008 and has very large 8 mm pupils. The pt's last bcva was 20/20. The surgeon stated the halos were the result of the laser surgery and the size of the pupil.

Manufacturer narrative:
Other, no complaint against product - evaluation - results - a work order search was conducted and there was one similar complaint found.